Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillator (ICD)/ cardiac resynchronization therapy (crt) systems. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were electrocardiograms (egms) of bad quality, mostly caused by inconsistent capture, and a loss of 1:1 av conduction. The device status is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns.the gender of the baseline characteristics is male and the baseline age is 58 years old. Possible models could include: 7277, 7279, 7289. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: cardiac resynchronization therapy reduces t-wave alternans in patients with heart failure. Europace. 2014;17(2):281-288. (B)(4).